Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07-jun-2019 with the following findings: during investigation, the black box download history verified a pump reboots on the date of the complaint ((B)(6)2019). There was no damage found to the battery cap and the battery cap attached securely to the pump. The battery cap contacts were within specifications. The pump was exercised for 12 hours with no power issues occurring. The pump was opened and there was no damage or moisture found to the power circuit. The allegation of a "no power" issue was not duplicated or confirmed during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a power (no power) issue. There was no damage to the battery compartment or battery cap reported. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.